Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number, was not available and therefore a root cause investigation was not performed. Notwithstanding the above, a review of complaints' trend reveal that all of the determine (B)(6) ag/ab combo batches are performing according to label claims.

Event description:
The customer reported four (B)(6) (not further specified) determine (B)(6) combo results while testing pregnant patients. The dates of occurrence and sample type were not provided. Information regarding confirmatory testing was not provided. Further patient information, including art treatment, impact and outcome, was not provided. Attempts to gain additional information were unsuccessful. Per the alere determine (B)(6) combo product insert limitations: a reactive result using alere determine (B)(6) combo suggests the presence of (B)(6) p24 antigen and/or antibodies to (B)(6) in the sample. The reactive result is interpreted as preliminary (B)(6) for (B)(6) p24 antigen and/or antibodies to (B)(6) and/or (B)(6). Alere determine (B)(6) combo is intended as aid in the diagnosis of infection with (B)(6). Reactive test results should be confirmed by additional testing using other tests. Specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), (B)(6) virus infection, hospitalized and cancer patients may give (B)(6) test results. As precautionary, this shall be considered reportable as there is no information regarding receipt of art or stage of pregnancy.